Manufacturer narrative:
Initial and final (B)(4) - device 10 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set kinked cannula events from (B)(6) 2024. Insertion site was at abdomen, lower back and thigh. Blood glucose levels were reported to be "high", and patient took correction bolus via pump, and gave manual injection to address the event. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.